Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation,.

Event description:
The customer reported that when the nurse commenced a normal saline infusion they noticed a leak from a split around the joint between the tubing and the filter. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.